Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states several months ago pt took a fall and pt thinks the scs is slightly out of place now. Caller states they took x-rays and that showed nothing however caller wondered MRI would show more. Caller states pt thinks the scs is in a different location. Caller states they have done scans twice. Caller states they have adjusted the device two different times since the fall and had the tablet hooked up. Caller states 1.5 weeks ago the device was adjusted. Caller states the patient also stated having pain during recharging and after charging for a few hours and wondered whether this is a possibility. Caller states the pain is in the general back implant location. Caller was unsure if caused by belt or rtm and will gather more information when she helps charge next. Caller states the cycling is off and has to charge daily.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.